Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead exhibited far-r over sensing resulted in an inappropriate mode switch. No intervention or procedure was reported. No patient symptom was reported.